Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Concomitant products: mentor smooth round moderate profile 375cc saline prosthesis, catalog # 3501660, serial number # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast augmentation revision with a mentor smooth round moderate profile 375cc saline prosthesis experienced spontaneous left sided deflation post procedure. The deflation was confirmed by a physician diagnosis. As a result, an explant is planned for (B)(6) 2020.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the finished device number 6418589, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).